Event description:
From staff: opened a 300cm .014 grand slam wire to the field. When the surgeon was using the wire, we noticed a defect in the wire under xray. The surgeon removed the wire from the patient, and we opened a new wire. From operative report: two proglide devices were deployed in the standard fashion for large-bore access closure. One failed and a 3rd device was required.